Manufacturer narrative:
The device(s) associated with this adverse outcome were returned from an unknown source with no information. No contacts/events regarding the system have ever been received/reported. The serial numbers of the devices are not registered in the manufacture database. Therefore patient information is unknown. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Products: (B)(4) ICD implanted: unknown; 694765 lead implanted: unknown. (B)(4).

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown mortuary with no information. The ICD subsequently tested out of specification during manufacturer's analysis. No additional information is available.

Manufacturer narrative:
Product event: the proximal segment of the lead was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.